Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A mislodged/mislocated clip can occur due to a number of factors including, but not limited to, inadequate nick and spread, improper seating of the clip delivery tube on top of the access site, not maintaining downward pressure and device stability while depressing the deployment button with the right thumb, incorrect angle of the device during clip deployment (click 4), which should be 60-75 degrees, and retraction of the device during clip deployment (click 4). Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. A review of the finished product lot history record did not reveal any manufacturing related nonconforming material records associated with this lot. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is also tested to verify the functionality of the device. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic catheterization procedure. Reportedly, after the clip was deployed, hemostasis was not achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. It was reported that early this week (exact date is unknown), the patient followed up with the physician and stated that the starclose se clip was exposed at the skin level. On (B)(6) 2011, the clip was removed from the patient's leg. A gauze strip was used to cover the site and no other treatment was required. There was no reported adverse patient sequela. Though requested, additional information was not provided.